Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 18 mm xience xpedition referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the left anterior descending artery. The 2.25 x 18 mm xience xpedition and the 2.5 x 18 mm xience xpedition stents were implanted successfully. On (B)(6) 2013, the patient experienced a myocardial infarction. Angiography was performed that day and it was found that the stents were occluded. A 2.5 x 18 mm xience xpedition stent and a 2.5 x 15 mm xience xpedition stent were implanted to treat the occlusion. The patient had a good outcome and was discharged. The patients plavix was stopped and he is now on effient. No additional information was provided.